Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the proximal set-up joint (psuj). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the patient side cart (psc) had a non-recoverable error on arm #3 and power cycled the system and the error did not return. Site swapped the cart to continue the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted ports placed prior to the issue being identified. The system functionality was checked upon powering on the system and the system initially powered on without errors. Dvstat contacted for troubleshooting and a power cycle was recommended and completed with a full breaker reset. The procedure was completed robotically with no patient injury. Site could not disable the arm as it was a non-recoverable fault and the patient cart was swapped for a system that was not in use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the proximal set-up joint (psuj) for failure analysis investigation. The unit was analyzed and failure analysis investigations replicated and confirmed the customer-reported complaint. System logs revealed error 1126, indicating a fiber power below limit error upstream to the axes controller setup (acu) board, confirming that the fault occurred in the field. Visual inspection did not reveal any issues related to the reported event; however, damage to the horizontal metal belt was noted. When the unit was installed on a golden system, communication error 319 was triggered, indicating a missing node and replicating the reported event. The unit was subsequently tested on a patient side cart (psc) fixture test platform (pftp), where it passed all relevant tests, suggesting an intermittent issue. The probable root cause of the customer-reported issue is attributed to a faulty fiber optic cable within the proximal suj. The issue can be resolved by replacing the defective proximal suj. Correction: h8. Was updated to initial use of device.